Event description:
It was reported that the patient presented to the ER after receiving hv therapy due to noise. Low pacing lead impedance was observed. Tachy therapy was turned off and the patient was transferred to his implanting physician. No further information is available.

Manufacturer narrative:
(B)(4).